Manufacturer narrative:
Patient weight was unavailable from the site. A manufacturer representative went to the site to test the equipment. Testing found that the system would not un-dock, and no sounds were heard when the up or down buttons were pressed. The positioner controller was replaced, but there was still no drive in the y-direction. The y-drive mechanism was replaced, and the up/down motion then worked. The new controller was left in place since the failed y-drive motor may have damaged the controller. The imaging system then passed the system checkout and was found to be fully functional. The positioner controller and y-drive assembly were received by the manufacturer, but analysis results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that intraoperatively the imaging system would not undock and would not respond when pressing the motion button for the gantry to move up. A system reboot did not resolve the issue. It was confirmed that the dongle was fully seated, and that the site was pressing the correct button. The site aborted navigation and opted to use the c-arm to complete the procedure. There was a delay of 15 minutes, and there was no reported impact on patient outcome.

Manufacturer narrative:
Device evaluation: analysis was completed for the returned positioner controller. Through testing the reported issue was unable to be confirmed. The positioner controller was installed on a test system. The system readied, home was invalidated and motion calibration was successful. The system was docked and un-docked multiple times successfully. 2d and 3d imaging passed as well. There was no problem found with the returned positioner controller. Device evaluation: analysis was completed for the returned y-drive assembly. Through testing the reported issue was confirmed. The motor failed the bench test as the motor was not functional and was not cycling on when power was applied. The assembly also failed visual inspection. There was one cable showing damage to the cable jacket and pinched internal wires. Analysis determined there was a physical damage failure with the returned y-drive assembly. (B)(4). If information is provided in the future, a supplemental report will be issued.